Event description:
Per journal article: risk factors predicting acute postoperative pain immediately after minimally invasive inguinal hernia repair. The article describes a prospective randomized clinical trial was carried out by randomizing patients into two groups (tapp and tep). A clinical trial included 144 male patients aged 18¿80 years, undergoing elective minimal invasive primary inguinal hernia repair. Finally, 132 patients were included, and their data were analyzed, in which 68 patients in the tapp group implanted with 3dmax light mesh and 64 in tep group implanted with non-bd/bard mesh. As reported, among 68 patients in tapp group 26 patients had mild pain and 42 patients had moderate to strong pain 3 hours after surgery. The article concluded that the duration since groin hernia appearance, smoking, physical occupation, and tapp technique are possible predictive factors for acute postoperative pain after minimally invasive inguinal hernia repair. And for patients who have those predictors, some factors can be avoided, or additional analgesia can be used.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. There is no indication of any treatment provided for the postoperative pain. The journal article did not include any analysis of how or if the device potentially caused or contributed to any patient outcome or complications, however concluded that the duration since groin hernia appearance, smoking, physical occupation, and tapp technique are possible predictive factors for acute postoperative pain after minimally invasive inguinal hernia repair. Pain is a known inherent risk of the surgery. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (16-may-2023) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.